Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they experienced high blood glucose of 30 mmol/l. The customer stated that the insulin pump was not delivering and they received no delivery alarm. The customer's blood glucose was 28.9 mmol/l at the time of call. The customer stated that they treated the high blood glucose with the insulin pump. The customer performed troubleshooting and did not find air bubbles, leaks, site and insulin issues and setting issues. The customer mentioned that the insulin pump was delivering bolus that was not programmed. The amounts were confirmed in the history. The insulin pump will not be returned for analysis.